Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the arrhythmia resolved on its on and the patient was discharged. The patient had past history of type ii diabetes and atrial fibrillation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported event could not be conclusively determined. However, it was noted that there was no malfunction or issue with the amulet device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the arrhythmia resolved on its on and the patient was discharged. The patient had past history of type ii diabetes and atrial fibrillation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported event could not be conclusively determined. However, it was noted that there was no malfunction or issue with the amulet device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_1056 - advance laa - clinical site ID: (B)(6). It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing a amplatzer torqvue delivery system. The patient had a history of type ii diabetes and atrial fibrillation. One day post procedure on (B)(6) 2024, during the index procedure hospitalization, the patient developed bradycardia diagnosed via telemetry. No treatment was performed but hospitalization was prolonged for monitoring. The arrhythmia resolved on its on and the patient was discharged on (B)(6) 2024. There was no malfunction or issue with the amulet device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056 - advance laa - clinical site ID: us4534_865. It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing a amplatzer torqvue delivery system. The patient had a history of type ii diabetes and atrial fibrillation. One day post procedure on (B)(6) 2024, during the index procedure hospitalization, the patient developed bradycardia diagnosed via telemetry. No treatment was performed but hospitalization was prolonged for monitoring. The arrhythmia resolved on its on and the patient was discharged on (B)(6) 2024. There was no malfunction or issue with the amulet device.